Event description:
It was reported that a school nurse observed leakage from the cartridge and connector during a supply change and had been connecting components outside of the pump, after which the agent provided education on the correct connection process and insulin delivery was resumed with no impact to blood glucose. No reported symptoms. Outcomes included uninterrupted therapy after troubleshooting and education. Investigation included troubleshooting with the user and education on correct setup. Investigation of this case revealed user technique error resulting in an incorrectly connected infusion system, consistent with an infusion set or connector attachment issue. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and handling.